Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed smoke during their pd treatment. The patient contact also report that they experiences a cassette pops out/hard to insert issue during fill 1 of their treatment. After rebooting the cycler, the door was able to close again. The patient contact also reported a distorted screen during fill 1 of the treatment. The patient observed green lines in the screen. The cycler was securely plugged into the wall outlet and plugged in the back. The patient stated after their cassette popped open during their treatment, they noticed the cycler was smoking. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn stated that the patient did observe smoke and heard a popping noise. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed smoke during their pd treatment. The patient contact also report that they experiences a cassette pops out/hard to insert issue during fill 1 of their treatment. After rebooting the cycler, the door was able to close again. The patient contact also reported a distorted screen during fill 1 of the treatment. The patient observed green lines in the screen. The cycler was securely plugged into the wall outlet and plugged in the back. The patient stated after their cassette popped open during their treatment, they noticed the cycler was smoking. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn stated that the patient did observe smoke and heard a popping noise. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Functional display check, voltage check, hi pot, patient hi pot test, current leakage test, and the voltage check. The simulated treatment post-accelerated stress test 2-hour and 15-minute 8500 ml test passed. There were no visual discrepancies found during an internal inspection of the returned cycler. There were no signs of internal short or thermal decomposition found during the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed smoke during their pd treatment. The patient contact also report that they experiences a cassette pops out/hard to insert issue during fill 1 of their treatment. After rebooting the cycler, the door was able to close again. The patient contact also reported a distorted screen during fill 1 of the treatment. The patient observed green lines in the screen. The cycler was securely plugged into the wall outlet and plugged in the back. The patient stated after their cassette popped open during their treatment, they noticed the cycler was smoking. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn stated that the patient did observe smoke and heard a popping noise. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.